Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing dizziness and feeling sluggish. The patient was subsequently put on an external heart monitor, and the cardiac resynchronization therapy defibrillator (crt-d) was interrogated and reprogrammed. It was observed on the external monitor that the device was pacing below the programmed lower rate. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.